Event description:
It was reported there was a post-operation patient bleed that required hospitalization. It was noted the post-operative computed tomography (CT) scan was normal but the bleed occurred the morning after surgery. It was stated there were no issues during the case. It was stated the patient was still in the hospital at the time of report and they were alive with injury. It was noted the patient had a stroke at the lead location.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0e7xh, implanted: 2014-(B)(6), product type lead, product ID 3389s-40, lot# va07hd5v02, product type lead. (B)(4).

Event description:
Additional information received reported that the event occurred eighteen hours after surgery. The doctor stated that it was a delayed pulmonary embolism (pe) that was not related to the leads. This was a delayed stroke in the right frontal area. The patient never recovered and died on (B)(6)-2014. Fifteen days later it was reported that the doctor did not feel that the patient death, post-operative bleed, and stroke had anything to do with the system or surgery. The doctor stated that the patient¿s death was not due to the implant or post-operative events. The actual cause of death was not known.